Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was over delivering. Customer stated insulin pump was giving too much of insulin but unable to troubleshoot at the time of event. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.